Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced recurrent syncopal episodes and torsades de points with loss of capture. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had high and unstable thresholds. X-ray showed the lead had dislodged and moved to the superior vena cava (svc). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).